Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, radiographic images from a post-op follow-up show lucency at the joint and a broken screw. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation as the hardware remains implanted. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information and no device being returned, the broken screw was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, radiographic images from a post-op follow-up show lucency at the joint and a broken screw. No other patient outcomes were reported as a result of this event. All hardware currently remains implanted, with no scheduled plans to revise or remove the hardware reported at this time. Although there has been no injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, a MDR will be filed to ensure full compliance with 21 cfr part 803.